Event description:
It was reported a 6f angio-seal plus device was used to seal the arteriotomy post cardiac angiogram. Ten days later the pt had a loss of femoral pulse. CT scan revealed obstruction of the common femoral artery. The pt underwent surgery for femoral artery repair. The angio-seal device was removed angio-seal device was in the midst of thrombus and clot material. The pt was not on anticogulants. Two radiographic images printed on paper were sent with the complaints. These are views of the right femoral arteriotomy with procedure sheath injections. Frontal views demonstrate contrast filling the common femoral artery proximal to the procedure sheath but little contrast filling the vessel distal to the procedure sheath. In these pre-deployment views, it is difficult to see the actual puncture site, however, the sheath is near the mid-femoral head location. The representative stated there was a noticeable side branch coming off the common femoral artery which may have allowed the angio-seal anchor to hang up. There were no signs of bleeding post deployment.